Event description:
A report was received that a trial patient was experiencing pain at the lead site. The physician pulled the trial leads and discovered on of the lead sites showed signs of infection. The patient was admitted to the emergency room and was given IV antibiotics. The physician indicated that the infection could be due to the sterility of the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies of deviations potentially related to the event occurred during manufacturing . A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.